Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0mv7b, implanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 201, product type: extension. Product ID: 3387s-40, lot# va0mv7b, implanted: (B)(6) 2014, product type: lead .product ID: 3387s-40, lot# va0mv7b, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
Information was received from the manufacture representative that reported they thought the lead was eroding through the scalp. Interventions included a partial system explant. The health care professional (hcp) removed the right lead 4 days prior to report. They were planning to leave the other lead in to see if the patient had any control with just the one lead. The patient had other issues related to his skin. Ultimately the hcp would like to implant a new lead. It was unknown if the device actually ruptured the skin. The patient was implanted for essential tremor and movement disorders. Additional information received reported the cause of the lead erosion was not stated.